Event description:
It was reported that pump displayed malfunction alarm code that had not been previously reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset procedure, confirmed malfunction did not recur, advised that pump could continue to be used, and instructed customer to call back if malfunction returned.